Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during the procedure, when the physician opened the absolute pro vascular stent, force was applied, in an attempt to deploy the stent. The device separated; however, all portions of the device were removed from the patient anatomy. No portion of the separated device remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The device was received separated and the separated portion, including the tip was not returned; thus, confirming the device separation. The reported deployment issue was not able to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation was unable to determine a definitive cause for the difficulties. The separation of the inner member likely occurred during removal with the partially deployed stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the during absolute pro vascular stent deployment, an attempt was made to deploy the stent. The thumbwheel was turned; however, it stopped turning. The physician tried to force the thumbwheel and the delivery catheter handle was opened in an attempt to release the sheath; however, the stent could not be deployed. The device was removed without resistance and there was no adverse patient effect. A second absolute pro vascular stent was deployed without issue. No additional information was provided.